Event description:
It was reported that the user experienced an event involving hypoglycemia followed by evaluation in the emergency department for elevated ketones while off the ilet, with a reported blood glucose of 138 mg/dl at the time of presentation. The caregiver reported that following a prior hypoglycemic event, the user was instructed by an emergency department provider to disconnect the pump, and subsequent attempts to resume therapy were complicated by difficulties establishing and maintaining dexcom sensor connectivity, resulting in loss of sensor data and interruption of insulin delivery. The caregiver indicated that the user replaced the sensor due to suspected sensor failure; however, connectivity issues persisted, and the pump was removed. The user later presented to the emergency department with nausea and high ketones, received fluids, and was discharged the same day. After discharge, the user administered insulin via pen prior to reconnecting to the pump, and customer support provided guidance on timing of pump reconnection, temporary pump pause, and overnight target adjustments. Investigation consisted of communication with the caregiver and review of the information provided. Based on the available information, the event appears to be associated with cgm connectivity issues leading to interruption of automated insulin delivery, and no device hardware malfunction has been confirmed at this time. If additional information becomes available, a supplemental MDR will be submitted.